Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details.

Event description:
It was reported that the endovascular stent graft could not be deployed during the stenting procedure. The device was retracted without issue and reportedly, the stent graft was released on the back table after removal from the patient. Another device of the same brand was then used and this device difficult to deploy; however, finally it could be deployed and no further treatment was necessary. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00025.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent graft could be deployed during sample evaluation despite the contamination with coagulated blood. Upon sample receipt, the outer sheath did not show significant elongations indicating that no increased friction has affected on the system during the attempt to deploy the stent graft. Therefore, the reported failure could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy or a challenging placement site. In this case, no information regarding the vessel anatomy was provided. Insufficient flushing of the device may be another contributing factor to increased release force. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."